Event description:
It was reported that the e360 ventilator had a respiratory rate faulty. Patient involvement is unknown. Covidien/medtronic was not authorized to evaluate/service the device so the reported complaint could not be confirmed.